Event description:
Spouse reported that consumer felt pain and went to ER where x-ray was taken and (2) needles were found in his stomach. Spouse claims that consumer did have injection and upon removal, needle was not there. Surgery was scheduled to remove broken needles.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.